Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation - addr01 implantable pulse generator (ipg) 2007-(B)(6), 5076-52 implantable pacing lead 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had steadily increasing capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that destructive analysis was performed to complete the electrical test and visual inspection of the inner insulation. All test results passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.